Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator stopped ventilating while on a patient. The unit was alarming circuit disconnect. The device was replaced with another ventilator and customer confirmed that there was no patient harm associated with the reported event.